Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. After multiple attempts to fill, they were successful and able to pump alarm free. The customer felt that there was likely kinks along the catheter internally causing the issue. The iab had been in the patient for nearly a month. The call ended and they felt the issue was resolved for now. Approximately 45 minutes later, they called back regarding another autofill failure alarm. They had been unsuccessful in resolving. There was no blood in the tubing and a chest film showed bends in the iab. They felt that this was the issue. The "fill" key had been pressed several times, and the patient repositioned several times from the bed to the bedside chair. At this point, they were advised to consider removal and/or replacement and they agreed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # : (B)(4).